Event description:
The device repeatedly failed to deliver defibrillator energy to a patient. An als crew arrived on scene and used their manual defibrillator to continue patient treatment. The patient was not resuscitated. The reporter indicated the event did not affect patient outcome based upon use of the backup device.